Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic legal received information from the attorney of the family on january 19,2026 that the customer passed away on (B)(6) 2019. The cause of death was hyperglycemia, hypoglycemia and diabetic ketoacidosis. The customer also experienced pain, suffering, loss of consciousness and fear during the event. The reporter alleges that the use of one or more medtronic minimed 600 series insulin pumps with a damaged, missing, or broken retainer ring, locking defect and failed to deliver the correct dose of insulin caused the claimant to suffer personal injuries and death. The insulin pump was worn at the time of passing. The last known product(s) for this customer are as follows: mmt-332a, unomedical, mmt-1780kpk. Troubleshooting was performed for deceased reporting. The customer has been using the insulin pump system within 48hrs of reported event and the customer was not using sensors. There is no mention of the auto mode feature at the time of the event. No product return is required for mmt-332a. No product return is required for unomedical. No product return is required for mmt-1780kpk.